Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2014-02936 and 1225714-2014-02937.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006, and subsequently expired after the use of the product.